Event description:
Customer reported a button error alarm on the insulin pump. He stated that he wore the insulin pump around his neck. He stated that he was unable to clear the alarm and that the buttons became unresponsive. The blood glucose reading was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.